Event description:
It has been reported to philips that the azurion system will not boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system and confirmed that the system was not booting. The remote service engineer guided biomed to reload the software and assisted biomed in reloading the system backup. After selecting the appropriate folder, the biomed successfully reloaded the backup. Issued user new license file for the new suite pc that had been installed. After reloading software, system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.